Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that after a laparoscopic total gastrectomy and lymphadenectomy procedure that was performed on (B)(6) 2016, on the eleventh day after the surgery, the patient presented evidence of infection and he was submitted at another surgery. In this occasion was evidenced the occurrence of opening of staple line (white load) in the region of the duodenum (first portion). The patient was submitted at another surgery. Unknown how case was completed.